Manufacturer narrative:
Initial reporter address: (B)(6). A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice automated pd set with cassette leaked from an unspecified location. The leaking cassettes were discovered during unspecified process steps of peritoneal dialysis (pd) therapy. It was not specified if the patient was connected for pd therapy at the time of the events. There was no patient injury, or medical intervention associated with this event. No additional information is available.